Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles in the patient line. Customer's blood glucose was 309 mg/dl. Reportedly, the customer primed the air from the tubing successfully.